Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the mildly tortuous and severely calcified limb vessel. After an unspecified guidewire was passed through the lesion, a 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the mildly tortuous and severely calcified limb vessel. After an unspecified guidewire was passed through the lesion, a 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported. It was further reported that the balloon ruptured during the initial inflation for 5-10 seconds.